Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient further reported that she was having bowel leakage once every two months and now she had weeks where it was 3 times. She constantly felt pressure on her rectum like something was going to fall out at any second and when she passes gas that occasionally happened or she was afraid it was going to happen. She stated she was also really gassy and taking fiber and had constant pressure on the rectum. She was not sure if this was because of the interstim setting or what was causing it. She occasionally would turn it up too high and felt pain for a little bit but then got used to it and would turn it up again. She had changed programs once before. It was indicated that interstim had helped with constant pressure on her bladder/abdomen and she was no longer having that, but now she had the pressure on her rectum. She confirmed the reason for interstim implant was bowel leakage. She also stated that she had never got really good therapeutic effect and never been at 100% and her symptoms had been really bad for the last 3 weeks. The patient was instructed to change from program 1 to program 2 at .5 v on the day of report and she only felt pressure on her rectum.

Manufacturer narrative:
(B)(4).

Event description:
The patient reported that the device was implanted for constipation and bowel pressure. Event reported: pain, pressure when device was increased, lack of relief. It was noted to be occurring daily. There was no trauma/falls reported that could be related to this issue. The patient tried increasing stim on current program 4 and it went from feeling like fluttering to being painful and she was feeling rectal pressure. The patient tried program 4 and she had the same pressure feeling but no pain. The patient changed to program 1 and at 0.4 it was comfortable and the patient felt a flutter. This was considered a sudden change in therapy/symptoms. Constipation, rectal pain, rectal; pressure. Device was working for her urinary issues of frequency and urgency but the device was not implanted for that. Event date: (B)(6) 2016. Stated as a week ago. Indication for use was noted as: gastrointestinal/pelvic floor. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.